Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated primary audible alarm bgnd was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
It was reported that an primary audible alarm bgnd test was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated primary audible alarm bgnd was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
It was reported that an primary audible alarm bgnd test was experienced.

Manufacturer narrative:
Other text: h6) additional information was received indicating that there was no patient injury. Staff powered the unit on and had the error message.